Event description:
It was reported that the downstream occlusion failed calibration test. During physical inspection, it was found that there was a damaged downstream occlusion and non-functioning downstream occlusion sensor. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there was a cassette not attached properly alarm. The device was visually inspected and there was a damaged downstream occlusion sensor. Functional and visual tests were performed and the reported issue was confirmed. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.